Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n294190, implanted: (B)(6) 2012, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was charging more than expected and the battery had started acting up before. The patient would charge up every night and sit there and charge it and by the next day it would be dead. It was noted it never charged all the way up and now it wouldn't even take a charge. It had been three to four months since the patient last charged or had stimulation. The patient programmer (pp) and recharger were used and the poor communication screen was seen on both. It was noted the patient had never let the implantable neurostimulator (ins) go completely dead before, this was the first time. An ins overdischarge was suspected. Indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.